Event description:
It was reported by the customer that their insulin pump was alarming button error and they were unable to clear the alarm. Customer treating blood glucose levels with manual insulin injections. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 283 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. Insulin pump had moisture damage on keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.